Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece had been tested before use with different batteries and housings, however there was no function. There was no pt harm; however there was a delay in surgery for approximately 5 minutes. The procedure was compiled with an alternate device.